Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The monitor was replaced. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for analysis. Analysis found that displayed as expected with no anomalies. Analysis found no fault with the monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was experiencing monitor signal issues. While performing a planned maintenance (pm) on the system, a medtronic representative (rep) noted that the monitor would go blank for 3 seconds and come back. It did not show ¿no sync¿ or any indication that the video was gone. The rep re-seated all video and power connections along the video chain with no change. The rep also ensured that the video was coming from the primary video port on the left most connector for video. There was no patient present when this issue was observed.